Event description:
Reportable based on device analysis completed on 05nov2021. It was reported that crossing difficulties were encountered. A 3.50 x 48mm synergy xd drug-eluting stent was advanced for treatment but failed to cross the lesion. There were no patient complications nor injuries reported. However, returned device analysis revealed a shaft and stent detached/ separated.

Manufacturer narrative:
Device evaluated by MFR: synergy xd mr us 3.50 x 48mm stent delivery system, catheter was returned for analysis product mandrel inserted and stent protector was covering the balloon. The device was returned without a stent. A review of the manufacturing stent profile data was performed and the stent outer diameter at the time of manufacture was 0.044. This is within max crimped stent profile measurement. The balloon cones were reviewed, and signs of positive pressure were noted. The balloon was in a deflated state. No issues were noted with the balloon material. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen identified a completed break at 41 cm proximal to the distal tip. Multiple shaft polymer extrusion kinks were also noted.